Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe has a damaged cable that is covered with tape was confirmed; the strain relief has been pulled away from the cable exposing the wires. The root cause of the reported failure was identified as use related. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: probe has a damaged cable that is covered with tape. (B)(6) 2021: evaluation review found probe strain relief was pulled away from the cable, exposing the wires.